Event description:
Patient originally had a left triathlon ps knee with x3 poly - revised due patella subluxation and intra-operatively it was noticed that the pegs had sheared off on patella as a result - revised 36mm patella - to a 39 symetric patella. No other components were revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 36mm patella. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.